Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of 580 md/dl. High bg cause was unknown. Elevated bg was addressed with a correction bolus via the pump. Recommendation was made to consult with a healthcare provider to discuss diabetes management. It was also reported that the cartridge was leaking. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.